Manufacturer narrative:
(B)(4). This is a report of a patient who fell and pulled on the heater line resulting in a disconnection between the line and the heater bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The user is instructed to check all disposable set connections for a secure fit before beginning therapy. Step-by-step instructions are provided for connecting the solution bags. Per baxter labeling, users are instructed to use aseptic technique when handling lines and solution bags during peritoneal dialysis therapy to prevent contamination. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between their heater line and the heater bag. This occurred during setup of peritoneal dialysis therapy. It was noted that the patient had fallen during set up and pulled the heater line off of the heater bag as a result. The technical service representative assisted the patient with ending therapy. The patient indicated that they would retry therapy the next night with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.